Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. A software download successfully restored the device.